Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from unicel dxh 800 coulter cellular analysis system. The customer stated that the waste from drain line of the dxh 800 instrument, which typically drains into a floor drain, was backing up onto the floor. There was a large puddle, but the volume of waste was not known. The operator was wearing personal protective equipment and there was no exposure of waste to mucous membranes or open wounds. There was no death, injury or effect to patient. No one sought medical attention.

Manufacturer narrative:
Bci field service engineer (fse) performed an inspection on (B)(4) 2011 and determined that the facility's waste floor drain was obstructed. The customer was advised to clear and clean the waste floor drain before any other action could be taken. Additionally, the fse temporarily removed the waste line to the floor drain and installed onboard waste lines and connected them to the waste containers. The fse returned to the site on (B)(4) 2011 to discuss additional actions to be taken with the hospital maintenance team. Hospital maintenance installed 2ft pipe onto the current drain to prevent any waste overflow. Bci installed a longer waste line into the drain that will extend drain trap. The root cause for waste back up is attributed to an obstructed waste floor drain.